Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or traces of moisture were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer's nurse reported a button error on her insulin pump. Customer's blood glucose is 170 mg/dl. Customer stated she was sweating heavily while she was sleeping on the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer was in the hospital for bronchitis, and not any diabetes related issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.